Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00044).

Manufacturer narrative:
On (B)(6)2020 , infutronix confirmed with the service provider that the affected device was received but was lost at the service provider location before evaluation could be performed and therefore no root cause could be established.

Manufacturer narrative:
The affected device is under the investigation of a service provider.

Event description:
On (B)(6) 2019, a distributor of infutronix reported a flow rate issue of the pump. A user facility representative contacted the distributor stating that the infusion pump was "under infusion". A patient was involved but not harmed. The device operator was a nurse. The medication being infused and event date were unknown.